Manufacturer narrative:
Additional information will be submitted once the device is evaluated.

Event description:
It was reported that during a total knee arthroplasty, a 100mm navigation pin broke about one quarter inch down the threaded area as it was being extracted out of the proximal tibia at the end of the procedure. A wire driver was used to extract the pin.